Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that the patient experienced intermittent buzzing, sudden 'popping' sound when driving, a constant humming sound, dizziness, and right sided facial twitching in the last few weeks when wearing the audio processor. No pain reported at implant site, no trauma reported.

Event description:
It was reported that the pt experienced intermittently buzzing sudden 'popping' sound when driving, a constant humming sound, dizziness, and right sided facial twitching in the last few weeks when wearing the audio processor. No pain reported at implant site, no trauma reported. Reimplantation is considered but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.